Manufacturer narrative:
Pump evaluation: the evaluation of the returned pump confirmed the presence of thrombus, and the evaluation of the retrieved and submitted system controller log files confirmed the reported low flow events. The reported pump stoppage was also confirmed through evaluation of the retrieved and submitted log files and appeared consistent with the driveline being physically disconnected. The explanted device was returned assembled with the driveline cut approximately 3.5 inches from the pump housing. An 8.75-inch section of the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, examination of the inlet section of the rotor revealed a thrombus formation surrounding the inlet bearing ball and cup. The inlet bearing cup had become unseated from its bore on the distal side of the inlet stator during the disassembly process. The thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the device was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the low flow events that were confirmed in the retrieved and submitted log files. Upon removal of the observed thrombus, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. System controller evaluation: the reported event of the system controller being very hot was unable to be confirmed during the investigation. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were reproduced during testing and the controller was found to function as intended. The temperature of the returned system controller was recorded while it operated on a mock circulatory loop for an extended period of time. The maximum temperature of the housing did not exceed device specifications. Although the reported event of the system controller becoming hot was unable to be confirmed during the investigation, similar reports of the system controller¿s surface temperature rising to an uncomfortable level have been reported. The manufacturer is performing further investigation and continuing to monitor this issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 49 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to suspected pump thrombosis. The echocardiogram showed turbulent flow. On interrogation, it was reported that the low flows occured from (B)(6). An ICD interrogation did not show any arrhythmia to correlate with the low flows. No further information was provided.

Manufacturer narrative:
Additional information.

Event description:
Additional information: it was reported that the patient continued to have low flow alarms on (B)(6) 2017 and the vad coordinator reported that they were thought to be due to device thrombus. It was reported that on (B)(6) 2017, the system controller suddenly appeared to malfunction. The pump running light was no longer illuminated, a red heart alarm occured, and the pump stopped. The system controller was reported to be very hot with a burning smell. The system controller was subsequently exchanged and the lvad functioned properly with the new system controller. A CT scan, right heart catheterization, echocardiogram, and system controller exchange were all completed. Pump thrombosis was diagnosed after further clinical evaluation and the patient underwent a pump exchange on (B)(6) 2017.